Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances in the original build. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump keeps running but that it was not delivering. They also stated that the pump was not alarming when food would run out and would pump air. Mmdg did follow up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint. They also stated that they are only changing the feeding bag administration set twice a week. The bag is labeled for 24 hour use only. (B)(4).